Event description:
An endurant iis bifurcated stent graft was implanted for the endovascular treatment of an abdominal aortic aneurysm .  It was reported during the index procedure the endurant iis was implanted with no issues. The physician then attempted to implant a limb but instead began implanting a 25x16x124 endurant ii bifurcated stent graft as the wrong device was opened by the rep. The bifurcated graft was placed in the gate as if it were the correct limb. Too much of the graft had been deployed to recapture or pull it out before the physician noticed it was the wrong graft. The physician decided to continue deploying the bifurcated graft inside the gate of the original graft(23x14x103). The suprarenal struts we¿re about 7mm about the level of the graft bifurcation. The gate opened inside the common iliac artery. A 10x37 bare metal stent was placed in the ipsilateral limb of the 25x16x124 graft at the level of the contra lateral gate. The gate was crushed against the common iliac wall. This left the ipsilateral limb patent. The other limb of the original graft was deployed with no issue. After ballooning both common iliac limbs an angiogram was performed. Both limbs were patent and no endoleak was present. As per the physician the cause of the event was due to the wrong graft being opened and not realizing until it had been deployed no additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.